Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery with mild tortuosity, moderate calcification and with 80% diffused disease. The lesion was predilated with multiple balloons and a 3.0 x 38 mm xience xpedition stent was deployed at 10 atm. While removing the stent delivery system, a distal end dissection was observed. A 3.0 x 18 mm xience pro was used to treat the dissection. Results were timi iii flow without any residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.